Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was completed, and a watchman closure device was successfully implanted. The patient was later discharged. A physician reported that when the patient returned for a transcatheter aortic valve replacement (tavr), a pericardial effusion was identified before the procedure began. The physician noted that the patient had a small effusion prior to the original watchman implantation, and that the effusion had increased in size since that time. The effusion was drained, and the physician confirmed that no issues were observed with the watchman closure device.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.